Event description:
New information received notes that the implantable cardioverter defibrillator was electively removed and replaced due to elective replacement indicator.

Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Final analysis found the reported field event of rf telemetry anomaly was confirmed in the laboratory. Upon receipt, communication could not be established. The device was tested on the bench and it was noted the rf telemetry was in an anomalous state. The cause of rf telemetry anomaly was due to the rf module anomaly. The cause of the rf module anomaly could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was revealed that the implantable cardioverter defibrillator could not be interrogated due to a loss of radio-frequency telemetry. No device intervention was performed. The patient was discharged.